Manufacturer narrative:
Bayer case number: (B)(4) the insert had migrated [device migration] , heavy menstrual bleeding [heavy menstrual bleeding] , urinary tract infection [urinary tract infection] , head pains [head pain], burning skin [burning skin] , repeated tendinitis [tendinitis] , chronic fatigue [chronic fatigue], hair loss [hair loss] , pain [pelvic pain female] , abdominal pain [abdominal pain] , memory loss [memory loss] , concentration disorders [concentration impairment] , joint pain [joint pain] , I can no longer walk more than one hour [difficulty in walking]. Case narrative: this spontaneous case was reported by a non-health professional and describes the occurrence of device dislocation ('the insert had migrated') and heavy menstrual bleeding ('heavy menstrual bleeding') in a 55-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4 (mother of four children aged 37, 27, 25 and 18 years old). Concurrent conditions included allergy to metals. In 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion intervention required), heavy menstrual bleeding (seriousness criteria disability and medically significant), urinary tract infection ("urinary tract infection"), headache ("head pains"), skin burning sensation ("burning skin"), tendonitis ("repeated tendinitis"), fatigue ("chronic fatigue"), alopecia ("hair loss"), pelvic pain ("pain"), abdominal pain ("abdominal pain"), amnesia ("memory loss"), disturbance in attention ("concentration disorders"), arthralgia ("joint pain") and gait disturbance ("I can no longer walk more than one hour"). The patient was treated with diclofenac sodium (anti-inflammatory), unknown (analgesics) and surgery (bilateral salpingectomy & hysterectomy). Essure was removed in 2020. At the time of the report, the device dislocation, heavy menstrual bleeding, urinary tract infection and pelvic pain outcome was unknown, the headache, tendonitis, fatigue and alopecia was resolving, the skin burning sensation, amnesia and disturbance in attention had resolved, the abdominal pain had resolved with sequelae and the arthralgia and gait disturbance had not resolved. The reporter considered abdominal pain, alopecia, amnesia, arthralgia, device dislocation, disturbance in attention, fatigue, gait disturbance, headache, heavy menstrual bleeding, pelvic pain, skin burning sensation, tendonitis and urinary tract infection to be related to essure. The reporter commented: it had to be done at the outpatients under local anesthesia. My husband is a truck driver, and I had to leave in the evening to pick up my children. The youngest was 1 year of age. As soon as they jabbed me, I felt myself go. When I woke up, I asked questions. I was told that they'd put me to sleep because they'd detected polyps. I had to call a neighbor to pick up my children. I felt like I was always complaining, but my husband and I had taken over a business. Took it on the chin, using her handkerchief, anti-inflammatory medications and analgesics to cover the pain. "For six years, I didn't pay attention to it. But when we arrived here, I said to myself this was no longer possible. I did some research on the internet." I sent my x-rays to a nurse who was a member of one of three groups of women fitted with essure inserts. She advised me to have them removed. I had them removed in 2020 in under general anesthesia. But this time, I was forewarned. The insert had migrated and I had to have my uterus removed. The operation solved some neurological problems (memory loss, concentration disorders) and skin problems still suffers from joint pain and repeated tendinitis. "I work in industry so that may come from the job, but I have a sensitive field now. And I suffer mostly from chronic fatigue. I can no longer walk more than one hour. I don't live like I used to. There¿s no treatment except for anti-inflammatories. Discrepancy noted in essure insertion date: 2008 & 2018. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: the insert had migrated. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the non-health professional is not possible. Most recent follow-up information incorporated above includes: on 25-mar-2025: upon receipt of new follow up it was found to be argus cases (B)(4) are found to be duplicate each other. Therefore, argus case (B)(4) needs to nullify from argus database. All source documents, references, reporters, events (uti, gait disturbance & disturbance in attention) & all relevant information has been transferred to retention case. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). The insert had migrated [device migration], heavy menstrual bleeding [heavy menstrual bleeding], urinary tract infection [urinary tract infection] , head pains [head pain] , burning skin [burning skin] , repeated tendinitis [tendinitis], chronic fatigue [chronic fatigue], hair loss [hair loss], pain [pelvic pain female] , abdominal pain [abdominal pain] , memory loss [memory loss] , concentration disorders [concentration impairment], joint pain [joint pain] , I can no longer walk more than one hour [difficulty in walking]. Case narrative: this spontaneous case was reported by a non-health professional and describes the occurrence of device dislocation ("the insert had migrated") and heavy menstrual bleeding ("heavy menstrual bleeding") in a 55-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 4 (mother of four children aged 37, 27, 25 and 18 years old). As concurrent condition the report mentioned allergy to metals. In 2008, the patient had essure inserted. Essure was removed in 2020. On unknown date she experienced device dislocation (seriousness criterion intervention required), heavy menstrual bleeding (seriousness criteria disability and medically important), urinary tract infection ("urinary tract infection"), headache ("head pains"), skin burning sensation ("burning skin"), tendonitis ("repeated tendinitis"), fatigue ("chronic fatigue"), alopecia ("hair loss"), pelvic pain ("pain"), abdominal pain ("abdominal pain"), amnesia ("memory loss"), disturbance in attention ("concentration disorders"), arthralgia ("joint pain") and gait disturbance ("I can no longer walk more than one hour"). The patient was treated with anti-inflammatory (diclofenac sodium) and analgesics (unknown) as well as surgery (bilateral salpingectomy & hysterectomy). At the time of the report, the abdominal pain had resolved with sequelae, the headache, tendonitis, fatigue and alopecia were resolving, the skin burning sensation, amnesia and disturbance in attention had resolved and the arthralgia and gait disturbance had not resolved. The outcomes for device dislocation, heavy menstrual bleeding, urinary tract infection and pelvic pain were unknown. The reporter considered abdominal pain, alopecia, amnesia, arthralgia, device dislocation, disturbance in attention, fatigue, gait disturbance, headache, heavy menstrual bleeding, pelvic pain, skin burning sensation, tendonitis and urinary tract infection to be related to essure administration. The reporter commented: it had to be done at the outpatients under local anesthesia. My husband is a truck driver, and I had to leave in the evening to pick up my children. The youngest was 1 year of age. As soon as they jabbed me, I felt myself go. When I woke up, I asked questions. I was told that they¿d put me to sleep because they¿d detected polyps. I had to call a neighbor to pick up my children. I felt like I was always complaining, but my husband and I had taken over a business. Took it on the chin, using her handkerchief, anti-inflammatory medications and analgesics to cover the pain. "For six years, I didn't pay attention to it. But when we arrived here, I said to myself this was no longer possible. I did some research on the internet." I sent my x-rays to a nurse who was a member of one of three groups of women fitted with essure inserts. She advised me to have them removed. I had them removed in 2020 in under general anesthesia. But this time, I was forewarned. The insert had migrated and I had to have my uterus removed. The operation solved some neurological problems (memory loss, concentration disorders) and skin problems still suffers from joint pain and repeated tendinitis. "I work in industry so that may come from the job, but I have a sensitive field now. And I suffer mostly from chronic fatigue. I can no longer walk more than one hour. I don't live like I used to. There¿s no treatment except for anti-inflammatories. Discrepancy noted in essure insertion date : 2008 & 2018. Diagnostic results (normal ranges are provided in parenthesis if available): [x-ray] (date unknown): the insert had migrated. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-mar-2025: quality safety evaluation of ptc. Further company follow-up with the non-health professional is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). The insert had migrated [device migration] heavy menstrual bleeding [heavy menstrual bleeding] urinary tract infection [urinary tract infection] head pains [head pain] burning skin [burning skin] repeated tendinitis [tendinitis] chronic fatigue [chronic fatigue] hair loss [hair loss] pain [pelvic pain female] abdominal pain [abdominal pain] memory loss [memory loss] concentration disorders [concentration impairment] joint pain [joint pain] I can no longer walk more than one hour [difficulty in walking]. Case narrative: this spontaneous case was reported by a non-health professional and describes the occurrence of device dislocation ("the insert had migrated") and heavy menstrual bleeding ("heavy menstrual bleeding") in a 55-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 4 (mother of four children aged 37, 27, 25 and 18 years old). As concurrent condition the report mentioned allergy to metals. In 2008, the patient had essure inserted. On unknown date she experienced device dislocation (seriousness criterion intervention required), heavy menstrual bleeding (seriousness criteria disability and medically important), urinary tract infection ("urinary tract infection"), headache ("head pains"), skin burning sensation ("burning skin"), tendonitis ("repeated tendinitis"), fatigue ("chronic fatigue"), alopecia ("hair loss"), pelvic pain ("pain"), abdominal pain ("abdominal pain"), amnesia ("memory loss"), disturbance in attention ("concentration disorders"), arthralgia ("joint pain") and gait disturbance ("I can no longer walk more than one hour"). The patient was treated with anti-inflammatory (diclofenac sodium) and analgesics (unknown) as well as surgery (bilateral salpingectomy & hysterectomy). Essure was removed in 2020. At the time of the report, the abdominal pain had resolved with sequelae, the headache, tendonitis, fatigue and alopecia were resolving, the skin burning sensation, amnesia and disturbance in attention had resolved and the arthralgia and gait disturbance had not resolved. The outcomes for device dislocation, heavy menstrual bleeding, urinary tract infection and pelvic pain were unknown. The reporter considered abdominal pain, alopecia, amnesia, arthralgia, device dislocation, disturbance in attention, fatigue, gait disturbance, headache, heavy menstrual bleeding, pelvic pain, skin burning sensation, tendonitis and urinary tract infection to be related to essure administration. The reporter commented: it had to be done at the outpatients under local anesthesia. My husband is a truck driver, and I had to leave in the evening to pick up my children. The youngest was 1 year of age. As soon as they jabbed me, I felt myself go. When I woke up, I asked questions. I was told that they¿d put me to sleep because they¿d detected polyps. I had to call a neighbor to pick up my children. I felt like I was always complaining, but my husband and I had taken over a business. Took it on the chin, using her handkerchief, anti-inflammatory medications and analgesics to cover the pain. "For six years, I didn't pay attention to it. But when we arrived here, I said to myself this was no longer possible. I did some research on the internet." I sent my x-rays to a nurse who was a member of one of three groups of women fitted with essure inserts. She advised me to have them removed. I had them removed in 2020 in under general anesthesia. But this time, I was forewarned. The insert had migrated and I had to have my uterus removed. The operation solved some neurological problems (memory loss, concentration disorders) and skin problems still suffers from joint pain and repeated tendinitis. "I work in industry so that may come from the job, but I have a sensitive field now. And I suffer mostly from chronic fatigue. I can no longer walk more than one hour. I don't live like I used to. There¿s no treatment except for anti-inflammatories. Discrepancy noted in essure insertion date: 2008 & 2018. Diagnostic results (normal ranges are provided in parenthesis if available): [x-ray] (date unknown): the insert had migrated. The most recent follow-up information incorporated above includes data received on: (B)(6)2025: additional reporter added. Event outcome updated for events as recovering resolving. Seriousness criteria added as disability. Further company follow-up with the non-health professional is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.